Event description:
At about 3 weeks from primary the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18-11-2024: lot 2407449: (B)(4) items manufactured and released on 17-06-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: batch review performed on 18-11-2024 for ball heads: mectacer 01.29.204 32mm biolox delta head s (k112115) lot. 2400003: lot 2400003: (B)(4) items manufactured and released on 23-01-2024. Expiration date: 2029-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Batch review performed on 18-11-2024 for cup: mpact 01.32.148dht acetabular shell ø48 two-holes t (k230011) lot. 2339107: lot 2339107: (B)(4) items manufactured and released on 07-03-2024. Expiration date: 2029-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 18-11-2024 for liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2306398: lot 2306398: (B)(4) items manufactured and released on 20-04-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.